Manufacturer narrative:
(B)(4) pentax medical model ec-3890fi2 is an obsolete product no longer sold in the USA, therefore the PMA/510(k) number is not applicable. (B)(4).

Event description:
Pentax medical was made aware of a report on 01apr2019 for an event which occurred after reprocessing at (B)(6). The reported complaint stated, "the patient returned for a repeat colonoscopy on (B)(6) 2019. There was approx 200-300ml blood loss. Extensive cleaning procedures were employed over and above the manufacturer and (B)(6) guidelines. After extensive cleaning, blood clots were flushed from the forced water jet channel", involving pentax medical video colonoscope, model ec-3890fi2, serial number (B)(4). The pentax medical video colonoscope serial number (B)(4) was isolated at the user facility and sent to the service provider for investigation of the colonoscope channels. Pentax ap contacted the customer and shared the reprocessing instructions for use (rifu) manual to make sure the customer is following all protocols in regards to cleaning and disinfection. The investigation is ongoing.